Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that patient was trying to get an MRI of their back and they went to (B)(6) hospital and the MRI machine wasn't compatible. Caller said they called another MRI company last week to see if their machine was compatible with their MRI and they were told it wasn't. Caller asked if patient could have an MRI at all, or what other options look like for an x-ray or CT scan. Agent reviewed MRI eligibility. Caller was not with patient at time of call to look at MRI eligibility on controller. Caller mentioned that patient is so big that they can't do a closed MRI. Agent explained scan must be a 1.5 telsa closed horizontal machine. Caller mentioned the MRI needed to be of the patients back to look for any degenerated discs. The caller was redirected to patient's healthcare provider to further address the issue. Caller also mentioned that last time the patient had an MRI, the machine fried them and their implant. Patient was only in the MRI machine for a small amount of time. Caller stated that the original implant on file from 2018, was taken out and the patient had emergency surgery after the MRI. Caller stated the patient had a new implant put in (B)(6) 2019. Caller provided address and updated hcp. Agent emailed prs to update address, phone number, doctor, and record of new implant put in (B)(6) 2019.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.